Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy to treat an arrhythmia, and the patient had presented to the clinic questioning if they had received a shock or not. Review found the shock delivered, and also found that during therapy the device triggered a code 1004 for shock into a shorted lead condition and code 1007 for charge time exceeded. This indicates that a shock was delivered to treat an arrhythmia, but the energy delivered shorted the device and affected the ability of the device to charge. Technical services recommended replacing the device and lead. Subsequently, the device was explanted and replaced by another manufacturer, and has been returned for analysis. It remains unknown if the other manufacturer right ventricular (rv) lead was revised or still remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device was unremarkable with no arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator occurred before the charge time error triggered. An x-ray revealed an open plasma fuse with arcing to the case consistent with an attempt to deliver therapy through a shorted lead system. Evidence indicates that the long change time and blown fuse was due to shorted defibrillation lead from another manufacturer. (B)(4).

Event description:
This report is being filed with analysis results.